Event description:
It was reported that during a stage I procedure, the tip of the lead bent approximately 120 degrees as the #0 electrode passed the tip of the introducer. The lead was extracted and upon inspection, the stylet was not inserted all the way to the end of the lead. The stylet was then reinserted into the lead to ensure it was inserted to the end of the lead. The lead was then reinserted through the s3 foramen. It was stated that the lead generated the appropriate motor responses during implant. Approximately 1 hour post-operation, the external neurostimulator (ens) was programmed and stimulation was felt by the patient. Thus, there appeared to be no adverse outcome at the time of implant. The patient then contacted the manufacturer representative 2 days later and no longer felt stimulation. The programmer would also not let the patient increase the amplitude past 1 amp. The manufacturer representative then instructed the patient how to change programs and electrode combinations, but none of the programs permitted the patient to increase stimulation past 1 amp. A face to face follow-up was performed on (B)(6) 2014 to ensure there was no user error associated with the issue. The manufacturer representative could not increase stimulation on any program above 1 amp and the patient still did not feel stimulation. It was determined that the lead was not providing treatment by the surgeon and the lead was replaced that same day. The patient was scheduled for stage ii (permanent implant) on (B)(6) 2014. The implant would be dependent upon a ¿good treatment outcome¿ from the second trial. The manufacturer representative was awaiting feedback from the trial progress to ascertain if there was a positive outcome. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 388928, lot# 0208168090, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 357664, lot# n379240, product type: screening device.

Manufacturer narrative:
Additional information received confirmed the correct serial number associated with this event.

Manufacturer narrative:
Additional information received indicated the previously reported serial number of the external neurostimulator (B)(4) was not applicable to the event. Upon receiving the device for analysis, the serial number was verified to be (B)(4). Additional information was later received and stated the serial number to be (B)(4). Further follow up is being done to clarify the serial number of the external neurostimulator that pertains to this event. Concomitant product: product ID: neu_perc_extension, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The outer insulation was separated at a butt joint on the proximal end. Analysis of the percutaneous extension indicated the #1 conductor was broken due to the #1 connector block twisting (overstress/damage). The #3 conductor was broken 3.2 cm from the distal end due to the #3 connector block twisting in the molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.